Event description:
Inflammatory response [inflammation]. Swollen knee [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2010 from a health care provider, via a company representative, regarding a female, patient, (unknown age, initials (B)(6)). The patient had an unknown history. The patient experienced inflammatory response (nos), swollen knee and knee effusion after receiving synvisc. The patient received an unspecified number of synvisc injections into unspecified location on unspecified dates in (B)(6) 2010. After receiving the synvisc injections, the patient had an inflammatory response presenting with a very swollen knee that required aspiration. The gram stain was negative, but aspirate had 10,000 cells count. The patient was treated with a cortisone injection. At the time of this report, the outcome of the patient was unknown. The lot number was reported to be s1007. Please see (B)(4) for other events from this reporter.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.